Event description:
The caller stated that the pt had an 8dct with a cuff leak. The tracheostomy tube was inserted in the pt on (B)(6) 2011. The issue required recannulation with another 8dct. The caller stated that the cuff was pre-tested and inflated using minimal leak technique. A lot number was provided but the expiration date is unk.

Manufacturer narrative:
The sample was received and evaluated by mfg. Visual examination revealed a cut in the body of the cuff. Mfg has concluded that this type of cut is not related to the mfg process. If cuff damage of this magnitude was present at time of mfg, it would have been detected during the 100% inflate/deflate test and removed from the lot. Such cuts can be indicative of the cuff coming in contact with a sharp object/utensil during use and handling. Note: it was reported that the cuff had been pre-tested prior to insertion, and failure occurred during an unspecified length of time after insertion.